Event description:
It was reported that there was a leakage from the o2 hose. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
Initially it was reported that there was a leakage from the o2 hose but it was not confirmed when the leakage occurred. Based on information provided, this failure occurred during connecting o2 hose to the device. The problem was related to defective o2 hose. O2 hose is connection of the gas supply from hospital central gas supply (or from gas cylinders) to the system's gas inlet nipples. Unfortunately the device¿s logs and defective part were not available for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective o2 hose. Therefore, this situation is not-safety related, the issue will be noticed before use and appropriate measures can be taken.

Event description:
Manufacturer's ref #: (B)(4).